Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that the transmitter was not blinking when being on the charger. The customer tried another charger and it blinked. During troubleshooting, the customer reported that his blood glucose was low at 38 mg/dl. Customer declined troubleshooting for low blood glucose and stated that he does not eat enough. Customer was advised the charger would be replaced.